Event description:
The customer contacted physio-control to report that their device would not detect connection with the defibrillation pads. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further evaluated the removed part and concluded that the therapy cable had an internal break that prevented the device from detecting the patient. Therefore the internal break in the therapy cable was the root cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not detect connection with the defibrillation pads. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported.